Event description:
It was reported that the patient presented for a biventricular implantable cardioverter defibrillator implant procedure. During the procedure, it was noted that the stylet could not be pulled out from the left ventricular (lv) lead. Eventually, the stylet was pulled out along with the lv lead and the lead was damaged. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of stylet could not be removed, lead damage and yellow end of the stylet pulled off the wire were confirmed. Final analysis found the complete lead with a piece of stylet stuck inside the inner coil was returned in one piece. The knob of the stylet was detached during the procedure and was missing/not returned with the lead. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin to be pulled out through the connector assembly and yellow end of the stylet pulled off. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements.